Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, deformation, and yellow particles in the shell. The weight of the device was within specification. Based on the device analysis the final assessment is: - no were observed openings on the device or issues related with the complaint (rupture). - deformation is observed however do not taken as a workmanship because they were not received in their original packaging. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is rupture, deformation and infection (late onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of right side ¿deformity in the right implant¿ rupture, and ¿relevant collection with a thick wall of infectious aspect, located at the posterior wall¿. The device has been explanted.